Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered 2 infusion set cannula was crimped event on (B)(6) 2024. The site inserted wa abdomen. The blood glucose level was 600mg/dl the patient took correction via mdi. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.